Event description:
It was reported that during a supply change the user was unable to observe drops while filling the tubing at approximately 80 units, and upon removing components the cartridge appeared to be leaking; the user replaced all supplies and then successfully observed drops, completed the supply change, and resumed insulin delivery. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no injury, no alerts or alarms, and no need for medical intervention or hospitalization. Customer care agent provided remote troubleshooting and user education, which directed replacement of the leaking cartridge and restart of the supply change process. Investigation of this case revealed a leaking cartridge component consistent with a product performance issue resolved by replacing the consumable and re-priming. It was concluded, based on previously established findings for similar reports, that the cause was a consumable component failure attributable to a leaking cartridge.

Manufacturer narrative:
Initial.